Event description:
In 2009, customer alleges both false negative and false positive results on urine pregnancy test. No further details available.

Manufacturer narrative:
Control lot: 3miu/ml hcg urine control, lot: hcg081106-01, 300miu/ml lh urine control, lot: lh081014-01, 100miu/ml hcg urine control, lot: hcg081008-01, 25miu/ml hcg urine control, lot: hcg090107-03, 240.0iu/ml hcg urine control, lot: hcg081231-01. Clinical negative urine specimens from 9 different volunteers. Summary of results: the retention devices meet qc specification. Correct negative results were observed at 3 minutes reading time when rested with 3miu/ml hcg urine control. Correct positive results were observed at 3 minutes reading time when tested with 25miu/ml hcg urine control. No cross-reaction was found when tested with 300miu/ml lh urine control. The 100miu/ml and 240.0iuml hcg urine control yielded clearly positive results at 3 minutes reading time. The clinical negative urine specimens were tested with retention devices, and all yielded correct negative results. Conclusion: the retention devices meet qc specification. No false positive or false negative result was observed. This complaint is not confirmed. Nothing abnormal found in batch review and the product number, product description and lot number were verified. No corrective action required, as no product deficiency was established.